Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they have had a return of sx for quite a while, they are not sure their interstim system was working. Pt said after implant, to begin with it was working, but for quite a while, it does not seem to be working as well. Pt said they saw their doctor last week and the doctor did an xray and confirmed everything was positioned correctly but did not use the doctors control equipment to connect to their ins, they used the patient's control equipment and could not connect to their ins. Pt said the doctor wanted them to be in touch with the rep. Pt said they could not meet in person with the rep last week because they live too far away but have spoken on the phone with the rep, but the rep could not help the patient to use their control equipment to connect to their stimulator so the rep sent the patient a (I understood: loaner) handset and communicator. Pt said they received them today and pt could not get them to connect to their ins either. Pt said they just got done speaking with the rep who told them to call and request pats replace the communicator and handset. Initially pt was escalated and refused to troubleshoot stating the equipment did not work and needed to be replaced. It won't connect the handset will not connect to the communicator. Eventually pt used their original equipment, during the call and the handset ((B)(4)) and the communicator ((B)(4)) successfully connected to one another but when pt placed the communicator over their ins they got the screen that said: device not responding, reposition, retry. Pt confirmed: this is what they've been getting it's just not working. Pt repositioned several times and tried again but the issue was not resolved. Offered to replace the communicator, pt also added the communicator does not hold a charge. Pt insisted the handset needed to be replaced because it was old, the date and time were incorrect and there was a triangle in the corner. Conferenced (2 separate conferences) on mobility agent who was successful to confirm the handset was operating as expected. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
H6 codes were updated with new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that this was normal battery depletion.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that switching out the communicator did not resolve the issue. They were going to try a new patient programmer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that apparently the battery was at end of life. Multiple programmers failed to communicate. The patient was scheduled for replacement surgery.